Event description:
When surgeon handed the scrub the suture needle it was noted that the tip was missing, it was found by surgeon and place in specimen cup. 1 - 4 metric gs-25 taper, braided absorbable suture.